Event description:
Ous MDR - after an implantation period of 32 months ventricular oversensing was reported which resulted in one inappropriate shock. All other parameter were in range. Biotronik has no information about a revision of the lead. Should any details become available, we will inform you accordingly. Apart from the shock no adverse patient side effects have been reported.

Manufacturer narrative:
As of today, the medical device is not available for analysis; therefore the device itself could not be investigated. The information provided has been carefully analyzed. The available iegms demonstrated noise on the rv channel which led to vf detection as mentioned in the complaint description. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.